Event description:
(B)(4). It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient was identified with qualifying condition with unstable angina with myocardial infarction (mi) and silent ischemia. The index procedure was then performed. Target lesion # 1 was located in the proximal left anterior descending (lad) artery proximal to mid lad with 90% stenosis, a length of 24 mm, and a reference vessel diameter of 2.50 mm. Target lesion # 1 was treated with pre-dilatation, placement of a 2.50 x 38 mm study stent and post-dilatation with 0% residual stenosis. Two days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient presented to the emergency room with complaints of substernal chest pain described as sharp and non radiating without associated symptoms. Electrocardiogram (ECG) was performed and revealed an anterior st elevation myocardial infarction with lateral involvement. The patient was referred for emergent cardiac catheterization and revealed 100% ostial lad occlusion suggestive of late stent thrombosis. On the same day, the occlusion was treated with thrombectomy resulting in timi 3 flow.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).